Event description:
Per the clinic, the patient experienced a decrease in performance and facial nerve stimulation. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that successful access and stent deployment were achieved into the tortuous left middle cerebral artery (mca). Angiogram post stent deployment did not reveal any anomalies. Approximately 24 hours post procedure a CT scan and MRI revealed a bleeding in the left basilar artery. The patient was administered aleviating and glycerol (dose unknown) and was reported to be in stable condition post treatment. The physician believed that bleeding may be due to a vessel perforation and/or a reperfusion injury.

Manufacturer narrative:
(B) (4)